Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the infusion set was leaking at the cannula. The patient noticed the leak after delivering a bolus. No adverse event was reported. The infusion set was requested to be returned for product evaluation.